Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message which signals a condition occurred from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message which signals a condition occurred from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The failure for bias current error was confirmed through functional inspection, disassembly, and visual inspection. The motor socket assembly was corroded.